Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder as set in on a back table and wouldn't turn off. It started to burn. A replacement unit was used to complete the procedure. The hospital reported no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were very burnt, and the silicon boots had completely melted and detached. The tissue welder was received in the cannula, melted to the cannula tip. The tri-heater assembly was detached and bent. Resistance measurements were out of electrical specifications. The device did not pass the pre-cautery test. The failure mode "device remains activated" was reproduced and the complaint is confirmed. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional info is obtained. (B) (4)